Event description:
Additional information received from the patient reported that the patient pulled out the wires from the trial device on (B)(6) 2015. The patient experienced no symptoms related to the issue. To resolve the issue, the patient continued on to get stimulation.

Manufacturer narrative:
Concomitant product: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The patient reported that when he had the trial, he only did the trial for 24 hours and they pulled out the wires in error. The event occurred in use and the indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Follow- up is being conducted to obtain information. If additional information is received, a follow- up report will be sent.